Manufacturer narrative:
(B)(4). Examination of the returned fathom guide wire revealed the device was returned wrapped around itself. The torque device was not returned. The microcatheter used in the procedure was not returned. The guide wire was bent at 119.5cm proximal to the distal end and also bent on several places along its proximal length. Visual examination of the guide wire revealed the ptfe coating was slightly scraped on several places at 139.0cm to 150.0cm section from its proximal end. The coating was slightly compressed, scraped and missing from the guide wire. From the condition of the guide wire it appeared that the torque device had been over tightened and dragged on the guide wire. No anomalies were observed with the bond joint. The hydrophilic coating was checked and the coating was present on the guide wire. No anomalies were observed with the coating. The corewire was observed through the distal tip dome. In the lab the guide wire distal was pulled with slight force, the core wire was attached on its distal side. The guide wire was shaped on its distal section. All dimensions which could be measured were found to be within specification, including the distal end of the guide wire. For functional evaluation the guide wire was loaded and advanced into a demo excelsior sl-10 microcatheter. During advancement of the guide wire a small friction was encountered, however the guide wire came out of the microcatheter distal end. It should be noted that the anomalies (bends) found on the products are known to adversely affect the functional performance. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was determined to be user related. The dfu states "excessive tightening of the torque device can lead to ptfe peeling." (B)(4).

Event description:
Reportable based upon analysis completed on (B)(6) 2012. It was reported that during a neurovascular treatment procedure difficulty loading a guide wire occurred. The intended location for treatment was the cerebral artery. During the loading and tracking attempt of a apex rx balloon catheter onto a 300 cm x 10 cm fathom-14 guide wire resistance was encountered. The fathom-14 guide wire was removed without difficulty and replaced with a transend guide wire. The same apex rx balloon catheter was loaded onto the transend guide wire without problem and used to complete the procedure. No patient complications were reported and the patient's status is fine. Returned product analysis revealed peeled guide wire coating.